Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the neutral collet assembly did not confirm any obvious signs of damage or deformation that would cause the device to fail. The device was manufactured in 2005 and exhibits signs of wear and use around the neutral out collet. A functional inspection of the collet confirmed the complaint that the device does not turn as intended. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the items were found broken. This was found during set up / inspection. No surgery or patient involvement.